Event description:
It was reported that a minimum fill notification occurred after the user over-filled the cartridge with 320 units of insulin during the load sequence. After some guidance from tandem technical support on avoiding overfilling, the customer successfully reloaded the cartridge and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.